Event description:
The customer contacted stryker to report that their device powered off by itself twice during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate loss of power. The power and system pcbas were replaced as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The electronic records from the device revealed several instances of the power switching back and forth between battery 1 and battery 2. This is indication that there is a loose connection between the device and the battery and may be caused by the battery not being fully latched. However, a conclusive cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself twice during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.